Event description:
Tss (provisional diagnosis) [toxic shock syndrome]. Vomiting [vomiting]. Migraine, headache [migraine]. Retained tampon [foreign body trauma]. Device breakage (tampon broke in half) [device breakage]. Case description: a consumer reported that they, an adult female age unspecified, used tampax pearl tampon, regular unscented last week, with a last known use between (B)(6)-2009 and (B)(6)-2009 and reported she went to the emergency room for vomiting and a migraine. Half of a broken tampon (device breakage), which she had retained, was removed at that time. She got sick and returned to the emergency room. Unspecified tests confirmed she had tss (provisional diagnosis) and she was prescribed clindamycin 4/day for 10 days. She is currently finishing up with the clindamycin, but her symptoms were resolved after a couple of days. The case outcome was recovered. The consumer discontinued use of the product. Exact product used previously: yes. No further info was provided.

Manufacturer narrative:
Lot number was not provided by consumer and product samples were requested but not rec'd to date, therefore, unable to proceed with product investigation. Reason that the device has not been evaluated by MFR: (B)(4).